Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to duplicate an unknown issue. The dso seal and the lens were replaced to address the damaged issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. There was unknown patient involvement.